Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care professional (hcp) reported that the patient had two visits since the fall. There was no urinary tract infection (uti). The patient had chronic constipation and incomplete rectal emptying. The device was reprogrammed and they were given linzess samples. The cause of the fall and bladder problems was unknown. The patient was having neck surgery. The hcp had received no complaints from the patient since 2015-09-18.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0bnm3, implanted: (B)(6) 2013, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported a loss of therapy. The last couple weeks she had had issue with bladder and bowel. A fall and a urinary tract infection were related to the issue. The patient had a bad fall on (B)(6) 2015. It started 10 days later, she had bladder problems non-stop. The patient was in rehab and got out on (B)(6). The patient did not have x-rays. Then a week later about (B)(6), she showed in her lab work white cells in her urine. She saw a doctor on (B)(6) and was told she had the white cells in the urine and was put on cipril. It was noted that the patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.